Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had an augmentation issue. There was no patient harm reported.

Manufacturer narrative:
Updated field: b4, d9,g3, g6, h2, h3, h4, h6(medical device problem code, type of investigation, investigation findings, component codes, investigation conclusions),h10. It was reported that during use the cardiosave intra-aortic balloon pump (iabp) had augmentation issue. There was no patient harm reported. A getinge field service engineer (fse) evaluated and could not duplicate the reported issue. During service fse found power cord will not retract. Fse replaced reel, ac power cord. Exorcised unit to no fail. Full calibration, and tested the unit. The product passed all functional/safety testing. Returned the unit to the customer for clinical use. The defective components were received for further investigation. The failure analysis and testing dept. Received power cord with a reported unit failure of the ac cord reel not retracting. The fat performed a visual inspection and found the part to have a faulty retraction mechanism. The cord would not reel back in. Fat verified the reported fault but no root cause identified. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).